Manufacturer narrative:
Unit passed active current measurement, sleep current measurement test, self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No pump errors or rewind anomaly noted during test. However, the pump downloaded history confirmed the pump alarmed pump error 43 on 05/28/2024 15:29:17.000, pump error 49 (line number 691 file number 39) on 05/28/2024 15:15:20.000, pump error 68 (line number 691 file number 39) on 05/28/2024 15:15:20.000, and pump error 130 on 05/28/2024 15:17:03.000 due to corroded motor home switch as per global logic analysis. Found moisture damage to motor assembly, pcb1 board and pcb 2 board during visual inspection. The following were noted during visual inspection: corroded electronic assemblies, corroded motor home switch, corroded battery tube, scratched case, pillowing keypad overlay, cracked keypad overlay, and cracked case corner of the belt clip rails near the battery compartment. The p-cap/reservoir does lock properly. Pump passed functional testing. No pump errors or rewind anomaly noted during test. However, the pump downloaded history confirmed the pump alarmed pump error 43, pump error 49, pump error 68 and pump error 130 due to corroded motor home switch. Confirmed moisture damage to motor assembly, pcb1 board and pcb 2 board during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported that the pump failed and rewind anomaly. It was also reported that the customer received pump error 130(this alarm is generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement), pump error 43(an error in the motor was detected by reading an unexpected value from hall sensor), pump error 68(trace pointers are invalid), pump error 49(history pointers failed. The history pointers are corrupted). The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed and the customer was able to clear the alarms and not able to complete the rewind also the self-test was not passed. No harm requiring medical intervention was reported. Mmt-1884l was requested and the customer response was the device will be returned.